Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter and event site email), e3, g3, g6, h2, h3, h6 (type of investigation, and investigation findings), h11. A getinge field service engineer evaluated the unit and confirmed that the unit started alarming shortly after boot up. No codes or error messages were observed in the display. Log files showed multiple 106 fault codes indicating that the fault was with the executive processor board. The fse did not observe anything obvious when he opened the iabp. After checking the connections, the ribbon cable between the epb and the front end board felt loose. The connections were reseated and retested. The unit ran without any alarms or fault codes observed. The fse performed all functional tests and validated the calibration. The unit was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) machine is buffering, not starting and loud alarm and unable to use. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6 medical device problem code. Despite good faith efforts (gfes), no further information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.